Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that the hinge of 'hmrs distal femur right 120mm' and 'hrs tibial joint' is too tight. They were implanted.